Manufacturer narrative:
No further information has been provided at this time.

Event description:
A customer reported that the needle of the rycroft cannula separated from the base. This occurrence happened post-surgery and there are no reports of patient or user injury for this event. ((B)(4))